Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc), but was returned to olympus france (ofr). The evaluation found no damage. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the evaluation results, the reported phenomenon could have occurred due to inappropriate reprocessing practice in the user facility. The instruction manual instructs proper usage, reprocess method, and storage method.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the device tested positive for staphylococcus coagulase negative (2 cfu/100ml) and micrococcaceae (1 cfu/100ml) . The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the subject device tested positive for klebsiella pneumoniae and escherichia coli (>200 cfu) . The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope, using peracetic acid. There was no report of infection associated with this report.